Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: at the second firing, the device locked out in the middle of the second firing? Yes was the cut line and staple line equal in length? No or did the device cut and no staples deployed? Yes did the device produce a full cut line and completely b formed staple line? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, the firing knob did not move forward at the middle of the 2nd firing. It seemed that there were no staples in the cartridge and in the patient. Another device was used to complete the case. There were no adverse consequences to the patient.